Event description:
It was reported that during a procedure of the first diagonal to the moderately tortuous proximal left anterior descending artery (lad), the 3.0 x 18 mm promus stent delivery system (sds) was implanted in the lad, however a spiral dissection was noted distally. A 2.5 x 15 mm promus sds was advanced but met resistance and the stent implant was noted to be flared distally. The device was removed from the anatomy; during examination of the device after removal, the stent dislodged from the balloon. A second 2.5 x 15 mm promus sds was attempted but had the same effect. The procedure was completed using a 2.5 x 28 mm non-abbott stent, a 2.5 x 23 mm non-abbott stent implanted distally, and a 3.0 x 18 mm non-abbott stent placed close to the left main. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper (x3). Guide catheter: launcher jl 3.5. There were no reported product deficiencies. The reported patient effect of dissection is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse patient event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The two promus devices referenced are being filed under separate medwatch reports. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.